Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a crack in the camera cord. There were no reports of patient harm.

Event description:
The event occurred during a ureteral stenting therapeutic procedure, and it was completed using another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 for updates (event found at). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the device evaluation noted corrosion of electrical contacts. Based on the investigation results, the crack in the camera cord was likely caused by deformation, and the corrosion of electrical contacts was likely caused by degradation. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No further information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. Based on historical data, possible causes of this failure include damage/ deterioration of components due to wear and tear without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.